Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The 25 devices were evaluated in the field and the issue was confirmed; 13 had broken/damaged components, 3 had worn components, 3 had loose components, 3 had dirty components, 2 had missing components and 1 had a stuck component. The devices were repaired and returned. 1 device was not evaluated as the unit could not be located by the user facility. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 26 malfunction events, where it was reported the brakes or 5th wheel could not be engaged or were difficult to engage. There was no patient involvement.